Event description:
The customer reported the unit did not power on.

Manufacturer narrative:
The customer reported the unit did not power on. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.